Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flow blocked alarm the blood glucose was high. The customer¿s blood glucose level was 385 mg/dl at the time of the incident. The customer¿s blood glucose level was 385/dl at the time of call. The customer treated it with manual injection by administering 8.2u insulin. The customer reported that the pump isn't working and had been receiving insulin flow blocks all week. Based on the customer report, the customer does not allege pump was under delivering. The customer performed displacement test and it failed. The piston stopped halfway and said it was complete. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.